Event description:
Per received report, the coil failed during case. Additional information received indicated that resistance was encountered during coil advancement. As the coil was being withdrawn, it unraveled.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The coil was returned completely stretched and destroyed. The proximal end of the coil unraveled out of the soldered section which was due to external force. No material defects were found. The coil was wrapped around the device positioning unit (dpu) post-procedurally. The dpu was found to have been severely kinked post-procedurally in multiple sections. The evidence suggests that distal interference inside the microcatheter may have contributed to the coils resistance. This interference also caused the coil to be temporarily anchored. The anchored coil stretched when it was retracted for removal. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the sl-10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Manufacturer narrative:
Once the 4 mm x 6 cm cashmere 14 platinum microcoil was advanced in the sl10 microcatheter a good amount of resistance was felt half way up. It was retrieved and it was found that it had started to unravel. It was reported that there was no patient injury as a result of the event. The target site was an anterior communicating artery aneurysm and an adequate continuous flush was maintained through the microcatheter. The coil was returned completely stretched. The proximal end of the coil unraveled out of the soldered section which was due to external force. No material defects were found. The coil was wrapped around the device positioning unit (dpu) post-procedurally. The dpu was found to have been severely kinked, possibly post-procedurally in multiple sections. The evidence suggests that distal interference inside the microcatheter may have contributed to the coils resistance. This interference likely caused the coil to be temporarily anchored. The anchored coil would then stretch when retracted for removal while anchored. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the sl-10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available information and without the return of the concomitant microcatheter no conclusion can be made regarding the cause of the resistance friction which appears to have then led to the stretching of the coil upon retraction. With review of the returned device and device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.